Event description:
During a balloon procedure in the peripheral lab, a cook zilver self expanding stent failed to deploy properly. Md was able to complete the procedure and the stent was in the appropriate location. Md had to keep deployment unit together manually while placing.